Event description:
It was reported that the balloon could not deflate. No pt complications were reported.

Manufacturer narrative:
Balloon did not inflate due to leakage from the inflation lumen near the distal end of the thermal filament mid-form. Leakage occurred from a slit, approx .06 inches long and extended underneath the thermal filament cover.